Event description:
The account's biomed stated that the left head siderail sensor cable is cut and bare metal wires are visible.

Manufacturer narrative:
The account's biomed has not completed the repair.